Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise. The clinic knew about the noise for many years and decided to wait until the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) to replace the lead. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.